Event description:
Their one touch ultra meter allegedly was missing segments. Symptoms: stomach bothers them when it goes low and a little bit of shakiness. Customer felt like customer was low. The result on their meter was incomplete due to missing segments. Treatment was food and beverage. No further information has been reported.